Event description:
The dealer states that the elrpw's are loose, and the leg rest is hanging lower than it is designed too almost hitting the floor.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.